Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hand piece remained activated after releasing the button. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaw boots were very burnt and charred. The heater was burnt, lifted up from the hook partially, and bent in the middle. The tip of the cold jaw (metal tang) was somewhat dented. There was evidence of blood on the tips and handle. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the straight position. Resistance and jaw force measurements passed specifications. Based upon the observation of the toggle not releasing, the reported complaint for "device remains activated" was confirmed. (B)(4).